Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 22-oct-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilation with a 2.5x20mm maverick balloon catheter, a 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stabilized. However, returned device analysis revealed stent damage. A synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found the stent struts lifted from the stent profile on the proximal section. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen and the mid-shaft found no issues.